Manufacturer narrative:
The device is available for evaluation, however has not been received.

Event description:
The event involved a tego¿ connector, where it was reported that at the time to leave the lines of the tego at me mu, the air entered in the venous branch. The customer reported that the tego was not visibly permeable. It was reported that the lines were clamped and then the air was aspired with a little resistance. There is no report of patient involvement or patient harm.

Event description:
Additional information received stating that the patient was connected to the device at the time of the incident. There was no need for medical intervention since the air did not come into contact with the patient and there was no blood loss.

Manufacturer narrative:
Additional information added to a1, b5, and d10.

Manufacturer narrative:
The complaint of air in line could not be confirmed on the returned three used. List #d1000, tego¿ connector, appx 0.05 ml; lot #5648558. No damages or anomalies noted. Each tego was leak tested per product specification. No leaks were observed. The returned three used. List #d1000, tego¿ connector met product specifications. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.